Event description:
The nurse reported that the patient was experiencing "both withdrawal and overdose symptoms". Specific symptoms were not reported. The patient was receiving baclofen 2000 mcg/ml at a dose of 492.6 mcg/day. A follow-up report will be sent if additional information becomes available.